Event description:
It was reported that during central processing, a piece of the large needle driver instrument was noted to be missing. There was no patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of grip tips carbide insert damage to be related to the reported complaint. The large needle driver instrument was found to have the carbide insert detached from one of the grips. The brazing material seemed to be missing. The size of missing piece was approximately 0.047" x 0.066". Common causes of this failure mode is typically attributed to mishandling/misuse. This may be attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), removal. No image or video was available for review. A review of the instrument log for the large needle driver (part number 471006-12/ lot number k12210510 0119) associated with this event has been performed. Per this review of the logs, the large needle driver instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 7 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.